Event description:
In 2006, nellcor puritan bennett received a report where it was claimed that a piece of a satin stylet broke while in use on a pt. The caller reported that the pt was being intubated for respiratory insufficiency and prematurity. The caller reported that the intubation was successful but after the stylet was removed the pt became difficult to ventilate using a manual resiscitator. The clinician elected to replace the tube and visual inspection of the tube revealed that a piece of the stylet had broke off and lodged in the endotracheal tube. The caller reported that the pt is being treated in the nicu. No further info was provided.

Manufacturer narrative:
Investigation of this report is currently in progress. The sample and/or lot number have not been provided for investigation.